Event description:
It was reported that the rv lead was explanted due to impedance anomaly. No further information is available at this time.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a partial lead was returned in two pieces. Unable to perform lead impedance test due to the lead was cut in pieces. The lead was otherwise normal.